Event description:
As reported to coloplast though not verified, it was reported that the pt was implanted with aris mesh product on or about (B)(6) 2008. Later pt experienced erosion through the vaginal wall, infection, pain and dyspareunia. Pt has undergone additional corrective procedures and/or medical treatment.

Manufacturer narrative:
Coloplast had not been provided any corroborating evidence to verify this report.